Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe and a three-way stopcock was returned for evaluation. Original opened packaging box was returned with the unit. No introducer was returned. Customer report of pressure measurement issue was not able to be confirmed during evaluation. Without the return of the pressure monitoring unit, customer report of pressure issue could not be confirmed. All through lumens were patent without any leakage or occlusion. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measuring 39.16 ohms. Both the thermistor and thermal filament connectors were opened and no visible inconsistencies were found. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examinations were performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. Customer report of pressure measurement issue could not be confirmed during the analysis, as the device responded appropriately during functional testing. It is not known if some clinical or procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance found during the evaluation. No further actions will be taken. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. (B)(4).

Event description:
It was reported that the indicated pulmonary artery pressure (pap) readings was inaccurate, rising to 100mmhg sometime after catheter insertion. The catheter was flushed but the pressure remained inaccurate. The catheter was replaced and then the problem was solved. An error message was not observed. The patient was not treated based on the inaccurate values. No additional information was able to be obtained. There were no patient complications reported. Patient demographic information requested but unavailable.